Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: m365sc2218700, serial: (B)(6), batch: 18047335.

Event description:
It was reported that the patient underwent a system explant procedure due to inadequate pain relief. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.